Event description:
Pt reports that they have had back pain since they last received their injection 8 months ago. He said that the pain is in a localized spot in his lower back and it started after his first injection. Pt has been seeing a physical therapist ever since.